Manufacturer narrative:
On 3-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed shell wear parallel lines in the anterior view of the breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without any detectable rupture. Although no product rupture has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-oct-2021, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3543751) on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms , replacement devices, and suspected medical device. The patient experienced left-sided grade ii capsular contracture and right-sided device migration. Updated reason for device explant and/or reoperation: rupture, device migration. The serial numbers of the replacement devices are (B)(6) (right) and (B)(6) (left). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture due to chest injury (car accident). (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast surgery with two 375cc mentor memorygel breast implant prostheses and experienced bilateral chest injury and rupture postoperatively. The patient was involved in a car accident. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.